Event description:
It was reported, ¿poc [point of care] team was informed of on-going issues with this patient's peg site since your last visit. The stoma is currently red and inflamed and has had frequent visits to a and e/gp [accident and emergency/ general practitioner] over the past number of weeks. He was seen in castlebar last night and rx [prescription] antibiotics. Mum informed poc team that the dr [doctor] who reviewed him has advised he return to [medical facility] for review.¿ the tube has been in place for four months. Per additional information received on 24dec2024, ¿over-granulation ++ noted at stoma site, advised on amd disc and maxitrol.¿ patient was referred to doctor.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 06 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.